Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device expiration date: unknown d4. Unique identifier (UDI) #: unknown h4. Device manufacture date: unknown investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 1 of 2: it was reported while using an unspecified bd vacutainer® blood collection needle, one needle separated from the holder exposing the non-patient needle resulting in a needlestick injury to the finger. Phlebotomist followed internal protocol for post-exposure prophylaxis work-up. There was no other health impact or consequences reported. The following information was provided by the initial reporter: "while rn was drawing blood off of IV for lab, finished collecting blood samples, then when writer pulled on collecting tube to take off of IV clave, the tube pulled right off the center connection leaving the port in clave and needle with rubber covering sticking out of pt IV. Writer pulled at base at connection point to the patient IV, but same stuck, pulled harder and same came out but needle poked through rubber stopper into writers glove with the force of pulling same out of IV clave, poking into writers finger. So it was the needle that normally would be with in the chamber that punctures into the lab tube, but regardless, it was still contaminated with the patient's blood as the patient blood came through that needle into the collection tube....then when attempting to remove the chamber from the IV port, the collection chamber came off, leaving just the insertion portion with exposed needle/covered in rubber sticking out of patient IV cluave port. It only involved 1 chamber. With 1 needle part of that chamber (until the same product broke off from the connection part around the rubber covered needle. ) I followed our set process of contacting oh&s nurse and went through the entire process of getting blood work drawn from both myself and the patient involved after receiving consent from patient. Since then was followed up with from the oh&s team with no further investigation, testing or concerns needed based off of lab results. "